Manufacturer narrative:
The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. Based on further investigation a potential root cause could be related to the manufacturing process. A personnel acknowledgment was provided to the manufacturing personnel regarding the issue. Additionally, it was verified that the units go through catheter body, balloon, and balloon windings visual inspection during the device manufacturing.

Event description:
As reported, before inserting this fogarty embolectomy catheter, upon inflating the balloon, the tip was found broken and separated between balloon windings. There was no allegation of patient injury. The device was not available for evaluation.

Manufacturer narrative:
Patient demographics unable to be obtained. No product was returned for evaluation; it was discarded at the hospital. Nevertheless, one image was provided for evaluation. Based on the review, the photo showed distal tip section of a catheter in which the catheter body appears to be completed broken between balloon windings. The report of "tip broken" was confirmed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.